Event description:
It was reported that during defibrillation threshold (dft) testing at implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), difficulty was encountered with inducing the patient. The patient was eventually induced, however, the system was unsuccessful in converting the patient with an 80 joule shock. The system was attempted, but not implanted. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during defibrillation threshold (dft) testing at implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), difficulty was encountered with inducing the patient. The patient was eventually induced, however, the system was unsuccessful in converting the patient with an 80 joule shock. The system was attempted, but not implanted. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No adverse patient effects were reported. The product was returned and analysis was completed.